Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2014, patient underwent posterior lumbar interbody fusion surgery from l4-s1. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space). Reportedly, "patient's post-operative period was marked by a period of improvement, followed by increasingly severe low back pain and radiculopathy." Patient underwent revision surgery on (B)(6) 2015 due to severe pain. Despite revision surgery, patient continues to experience extreme lower back pain, with pain radiating to her mid back, hips and thighs, and numbness and tingling in her legs and feet. She experiences difficulty sitting, standing and walking, and requires a cane and walker for assistance. Patient also suffers from bladder issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2014 the patient was pre-operatively diagnosed with lumbosacral radiculopathy at the level of l2-l3, l3-4, l4-5 and l5-s1 secondary to spondylotic changes and herniated nucleus pulposus, mainly at l3-4, l4-5 and l5-s1 with collapse of the disk space at the level of l5 -s1 and to a lesser degree l4-5, and sclerotic changes in the end plates at both levels and underwent the following procedures: minimally-invasive navigational-assisted right l2-l3 , l3-4, l4-5, l5-s1 laminectomy. Minimally-invasive navigational-assisted right l3-4, l4-5, l5-s1 microdiskectomy minimally- invasive interbody fusion at l4-5 and l5-s1. Percutaneous placement of transpedicular screws l4, l5 and s1 bilaterally placement of bmp and autologous bone graft at l4-l5 and l5 -s1. Placement of peek cage again using minimally-invasive navigational-assisted at the level of l4-5 and l5¿s1. 7) percutaneous placement of rod that extend from l4 through l5 and s1bilaterally as per operative notes ¿attention was reoriented toward l1-l4, where a large herniated nucleus pulposus was encountered. This was removed using curettes, pituitary rongeurs and the spinal shaver . The same was done at the level of l4-5 and l5-s1. After accomplishing this, using the 60 mm tubular retractor, the disk space was prepared for insertion of the peek cage . In doing so, it needed to be expanded, and this was done using shavers and osteotomes. When this was completed, collagen membrane that was soaked in rhbmp-2/acs and autologous bone graft that was collected when the laminectomy defect was being done, was inserted in the most anterior and opposite corner of the disk space . The peek cage was filled with autologous bone graft and the rhbmp-2/acs.¿